Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-06868. It was reported that the patient's leads migrated after taking a fall. The fall, however, did not affect the patient's therapy. The patient elected to undergo surgical intervention on (B)(6) 2023 during which the existing leads were explanted and replaced with a paddle lead. Therapy was restored post procedure.